Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line cap of a homechoice cassette; described as a ¿liquid spills from the patient¿s end pipe cap during exhaust feedback¿. This occurred during setup of the device for peritoneal dialysis therapy; further described as ¿occurred during the venting phase of the machine operation¿. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.